Event description:
The customer reported that the image turns purple when the angle is adjusted during preparation for use, involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.